Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device, however the device was disposed by the explanting provider. It was confirmed this device met manufacturing speculation prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of dehiscence, extrusion, hematoma, and device migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator experienced a hematoma and an open wound. The patient's device had shifted and was then protruding more from their skin. As a result, the patient made direct impact to their battery with a foreign object. The patient was prescribed antibiotics. The patient's device was explanted, and they were scheduled for a re-implant. The patient also noticed that without their device, their urinary symptoms were worse. During the re-implant procedure, the tined lead was tunneled to the other side and a new neurostimulator was implanted. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator experienced a hematoma and an open wound. The patient's device had shifted and was then protruding more from their skin. As a result, the patient made direct impact to their battery with a foreign object. The patient was prescribed antibiotics. The patient's device was explanted, and they were scheduled for a re-implant. The patient also noticed that without their device, their urinary symptoms were worse. During the re-implant procedure, the tined lead was tunneled to the other side and a new neurostimulator was implanted. There were no additional patient complications.